Event description:
The customer's uncle reported via phone call that the insulin pump kept alarming no delivery. Customer received 10 no delivery alarms in a row. After trying about eight times, the insulin pump was able to deliver insulin. Customer's blood glucose level was not reported. The device was not returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.